Event description:
Customer states at 10:30am a blood glucose test was performed with a result of 350mg/dl. The customer took 25 units of humulin. At 1:00 pm the customer stated feeling symptoms of low blood glucose and became unresponsive. Paramedics were called and they received a result of 30mg/dl. The customer was given an glucose IV. The customer refused to go to the hosp. The customer has stated that this has happened a couple of times. Other event the customer tested and received results of 176 and 176mg/dl. The customer was unresponsive and paramedics were called at 6:15pm. The customer was given a shot of glucose. Customer refused to go to the hosp. Customer had received a result of 572mg/dl and dosed 15 units of insulin. Level 1 control was out of range. A request was made for the return of the suspect device and replacement product was sent.